Event description:
Pt in surgery for excision of granuloma of right lacrimal carnuclaunder local with anesthesia standby. Physician using a handheld cautery to last area. As he did that a sudden flash emanated underneath the drape and immediately removed the cautery from the area and pt at the same time sat up. Fire occurred and pt rec'd second, possibly third degree burns to the face and left posterior shoulder, linear streak on chest, minor areas on chest where the electrode(EKG) would have been, blisters on the pt was transferred to another hosp that had a burn unit. Two other physicians examined him prior to the transfer, one did a fiberopticnasal pharyngoscope prior to the transfer.